Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.